Manufacturer narrative:
According to the facility during a procedure the foley catheter balloon 'burst inside patient and fell out'. Per the facility after the catheter became dislodged an additional catheter needed to be placed. The sample was not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility during a procedure the foley catheter balloon 'burst inside patient and fell out'.